Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had unintended activation/motion, and the locking components were damaged. Therefore, the reported condition that the device lever lock defect was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had a damaged flex circuit, the locking components were damaged, the device was making excessive noise, unintended activation/motion, an e2 error was displayed, and component damage. It was further determined that the device failed pretest for noise assessment, safety assessment, and motor thermistor assessment. It was noted in the service order that the lever lock was defective. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.